Event description:
As reported by the edwards field clinical specialist, following the transfemoral deployment of a 26mm sapien valve in a 60:40 aortic position, the patient developed heart block. A permanent pacemaker (ppm) was implanted, and the patient was noted to be in stable condition post procedure. The native aortic annular diameter was 20mm by tee and 21mmx26mm by CT. The native aortic valve was moderately calcified. There was mild mitral annular calcification (mac) and no ventricular septal hypertrophy. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Prior to valve deployment, balloon aortic valvuloplasty (bav) was performed without issue.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the heart block cannot be confirmed. However, in addition to deployment of the valve, patient factors, such as the moderate native valve calcification and the patient¿s underlying heart disease, may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.